Event description:
It was reported, that both fuse blown upon connection to power during a routine check. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on february 26,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The problem occurred during the annual check of the unit. There was no patient involvement and there was a replacement device in place, as prescribed by the instruction for use. In conclusion the probability of this malfunction to cause or contribute to a death or serious injury is considered as negligible.

Manufacturer narrative:
Correction and additional information in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "blows both fuses upon connection" was confirmed. No further defects were detected. The software was not up to date. Based on the defect found during the technical inspection it is concluded that the most likely cause for the described error is failure of a component within the power supply (short circuit). Consequently, the main fuse has blown for safety reason to prevent further damages. The IFU is stating this "failure of products" clearly in section 3.9, page 10. The event is filed under internal karl storz complaint ID: (B)(4).